Event description:
The reporter stated that she did meter to lab comparison tests, about an hour apart; both tests were fasting. The results were a 112 mg/dl reading on her meter, and a lab result of 194 mg/dl. During troubleshooting, the lifescan rep reviewed use of the confirmation dot and test strip comparison to the color chart, since a blood glucose test had a confirmation dot turn dark, but not blue. The reporter said that she had been using her test strips sparingly for a couple of months, and that she usually compared her test strip to the color chart prior to inserting the strip.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8